Event description:
The account alleged that the head section is drifting.

Manufacturer narrative:
The account found the CPR valve was not seating. The account replaced the CPR valve to repair the bed.